Event description:
It was reported that the surgeon inserted and removed a cq2015a three piece collamer lens without pt injury. Surgeon implanted a different diopter lens. There was no injury to the pt. Further info was requested but yet forthcoming. If any add'l info is received, a supplement medwatch form will be submitted.